Event description:
It was reported that when the machine switches on it shows error code 1 prior to a laparoscopic appendectomy. There was no pt consequence. Unit returned to the international service center.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The main pcb board was replaced to correct the issue. During servicing the bezel sub assembly and lcd were replaced. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.